Event description:
Initial reporter indicated to a manufacturing consultant, that their handheld computer would not keep a charge. Product analysis is pending being completed on the handheld computer.